Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are: DHR nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Customer not returning, discarded. Product not received at investigation site. Failure mode: broken during use root cause: product not received at investigation site conclusion code: indeterminable.

Event description:
In this event it is reported that waveone gold reciprocating file primary 31mm broke during use. No injury.